Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: "this is a report about leakage with the use of mz1000. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/31/2021. H.6. Investigation: one mz1000 sample was received for investigation without packaging; however the customer feedback indicates the affected sample was from lot 21015540 or 20075058. The sample was received connected to an unknown 20ml syringe with residual fluid presented in product. A visual inspection of the returned maxzero identified a crack on the female luer adaptor of the component; functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21015540 and 20075058 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Device lot number: 21015540 or 20075058. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: "this is a report about leakage with the use of mz1000. "